Event description:
Ous MDR - it was reported that 15 months after the implantation oversensing of artifacts in the ventricular channel was observed. The pacing impedance on this lead was found to be out of range (<200 ohms). The lead was replaced. No adverse patient side effects were reported, but not returned for analysis.